Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found the stent was protruding out of the distal end of the a guidezilla. The proximal section of the stent was damaged with struts pushed distally and bunched. The 0.014 guidewire was stuck in the wire lumen of the device. The device could not be withdrawn proximally from the guidezilla, so it was cut at the distal end of the strain relief to separate the synergy device from the guidezilla as the stent could not be pulled into the guidezilla due to stent damage. Crimp stent marks were visible on the exposed proximal balloon body, but no sign of positive pressure was noted. The undamaged crimped stent od (outer diameter) was measured and the result was 0.0435, this is within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent interacted with the guidezilla. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent marks were visible on the exposed proximal balloon body. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the stent entrapment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy stent balloon expandable was selected for use in an percutaneous coronary intervention. During procedure, the stent was delivered several times, however it did not cross the lesion due to angulation. Dr. (B)(6) used the guidezilla to backed up the stent however, it did not cross the lesion again. Upon stent removal, it was noted that the proximal end of the stent edge was caught at the tip of the guidezilla. Subsequently, difficulty removal of the stent was felt when it was push and pulled back. The device was removed as a unit. The procedure was completed with another device. No patient complications were reported and patient status was good. It was further reported that the stent stuck inside the guidezilla and was deformed.

Event description:
It was reported that the stent entrapment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy stent balloon expandable was selected for use in an percutaneous coronary intervention. During procedure, the stent was delivered several times, however it did not cross the lesion due to angulation. Dr. Park used the guidezilla to backed up the stent however, it did not cross the lesion again. Upon stent removal, it was noted that the proximal end of the stent edge was caught at the tip of the guidezilla. Subsequently, difficulty removal of the stent was felt when it was push and pulled back. The device was removed as a unit. The procedure was completed with another device. No patient complications were reported and patient status was good. It was further reported that the stent stuck inside the guidezilla and was deformed.

Event description:
It was reported that the stent entrapment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy stent balloon expandable was selected for use in an percutaneous coronary intervention. During procedure, the stent was delivered several times, however it did not cross the lesion due to angulation. Dr. (B)(6) used the guidezilla to backed up the stent however, it did not cross the lesion again. Upon stent removal, it was noted that the proximal end of the stent edge was caught at the tip of the guidezilla. Subsequently, difficulty removal of the stent was felt when it was push and pulled back. The device was removed as a unit. The procedure was completed with another device. No patient complications were reported and patient status was good.